Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that there was a self-test failure. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was not a malfunction, but a self-test failure caused by user error. The paddles were not correctly attached when the self-test was performed. The paddles were reattached, and all subsequent tests passed. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was a test issue. There was no patient involvement.